Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reoccurs and acknowledged the instructions given.